Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event coating on pullwire peeled. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, when the physician removed the pullwire and percutaneous measuring device, from the patient's stoma site, it was noted the coating from the pullwire was on the stoma site. The physician retrieved the residue from the outside of the stoma. There was no residue inside the body. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.